Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 9, 2020. The capsular contracture originally reported as bilateral was only right sided. In addition to the right sided capsular contracture, the right sided device was also discovered to be ruptured. Right sided capsulectomy and bilateral prosthesis replacement with 490cc mentor memorygel breast implants was performed with explant. Reason for device explant and/or reoperation: contralateral prosthesis issues. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 480cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. The capsular contracture was stated to be more pronounced on the right side and was diagnosed through a visual examination. As a result, and explant is tentatively scheduled for (B)(6) 2020. See 1645337-2020-10274 for contralateral prosthesis report.